Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that after using product for a puncture, the catheter was correctly positioned as confirmed by x-ray. However, two days later, the patient was unable to aspirate blood during an IV infusion. Upon attempting to flush the catheter with a 10-ml pre-filled syringe, significant resistance was encountered, indicating a blockage. The patient was highly dissatisfied. The customer service representative reassured the patient and negotiated to remove the catheter, then reinserted it in a different limb. The customer raised concerns about this. After communicating and explaining the situation to the customer, the representative provided additional training on the product¿s usage and maintenance procedures. The customer agreed to continue monitoring the product¿s performance. Additional information received on 6/5/2026: the first catheter became blocked, so it was removed. After explaining the situation to the patient, a new catheter was reinserted, and the instructor was trained on maintenance procedures. The newly inserted catheter (the second one) has not yet become blocked.